Manufacturer narrative:
No complaint was received with return of the device. Failure event was observed during analysis. Final analysis found a partial lead was received and was measured at 5.0 cm. A full breach outer insulation degradation was observed at 4.5 cm from the connector pin. Other damages found were consistent with procedural damage.

Event description:
This report is to advise of an event observed during analysis.